Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this is silicone plunger tip is from an external supplier, the root cause has been attributed to a material defect. A search of the complaint database was performed and five similar complaints for this lot number were found. The device history record was reviewed, and exception documents were found related to this failure.

Event description:
The account alleges that during in-process inspections contamination was found inside the barrel of the syringe. No patient injury.